Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 67 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Reportedly, the customer had manual injections as alternate insulin therapy.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 64 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Reportedly, the customer had manual injections as alternate insulin therapy.